Event description:
During a laparoscopic cholecystectomy procedure, while inserting the product, under direct visualization and without insufflation, the product was redirected in the body and entered the inferior vena cava. The procedure was converted to open. The tear in the vena cava was repaired and the procedure was completed.